Event description:
The device was implanted in 2000. In 2002, the facility's surgical device technician informed the manufacturer (MFR) of the following: the pt was two years post implant at home. The pt noted a red heart alarm with a low beat rate of 30bpm lasting only a minute. The pt was in auto mode with a back-up fixed rate set at 50bpm. Pt has had aortic insufficiency recently and pt's pump was running at a rate of 120bpm. Pt continued to have a drop in rate as well as stoppage of the pump with a timely restart with an alarm off and on while being assessed in pneumatic drive console with "svl" at a rate of 100bpm. The pt's condition deteriorated over a period of one hour with a drop in pt's bp to 70, etc. The pneumatic drive console was suspected to have a leak which could have caused the pt to become symptomatic due to a lack of perfusion. Pt was then placed back on electric actuation of the pump and remained on it for more than ten hours despite the high probability of the pump stopping. The surgeon was aware of the need for anticoagulation; however, opted not to start meds due to the pt's history of heparin induced thrombocytopenia. At 3 a.m., the pt's pump stopped with a red heart alarm and the pt was noted to be confused. The nurse began hand pumping without a problem after a downtime of three minutes seen on the monitor timer. The pt was changed to pneumatic drive console with "svl" at a rate of 100bpm. Pt tolerated this well and proceeded to the or in the am. For closure of the aortic valve and replacement of the pump. The pt had post-op bleeding especially from the outflow valve housing. Pt was returned to the or following morning and pt tolerated the procedure well and was recovering. No further details were provided.